Event description:
I have very bad lungs and I am going to lung therapy and using this volara machine. Wednesday, I used it and woke up in the night with horrible pain on my left side. It is a broken rib. I didn't fall or do anything that would cause this. So, I'm thinking the lung expansion from this machine may have caused this. I had x-rays but my lungs are so bad they couldn't tell much. I have sarcoidosis and asthma. I just wanted to let you know. Thank you! (B)(6).